Event description:
It was reported that when screwing, the anchor cracked and broke. The eye with the sutures remained in the inserter, the part of the anchor remained in the humerus. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One twinfix ti 2.8 ultrabraid assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The threaded portion of the anchor has broken at its eyelet hex and was not returned for examination. Examination of the inserters distal end confirmed the hex of the anchor is no longer aligned with the inserters hex. The condition of the device indicates it was subjected to excessive force during insertion. A two-finger ao technique should be used to insert the anchor.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.